Manufacturer narrative:
Philips service replaced the service kit software disk and lateral image disk, and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4))

Event description:
It was reported to philips that lateral image disk failure caused system readiness issue on a allura xper fd20/10 & fd20/20. The clinical use of the system was unknown. There was no reported patient or user harm.